Manufacturer narrative:
No RMA has been issued for the return of this device. The model and serial number are unknown. It is unknown if this is an invacare product. All invacare rollators are provided users instructions. The users instructions essentially outline how the consumer should use the device. The rollator involved in this incident was a loaner from a hospital. It is unknown if the hospital had the consumer fully read and understand the users instructions. The age and condition of the rollator are unknown. All invacare users instructions instruct consumers to fully read and understand the users instructions before using. It is unknown if the consumer fully read and understood their user manual. For documentation, the user manual part number 1148077 rev f (feb-09) will be used as a reference. Invacare states on page 2 the following warnings: "warning - " do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is unknown if the hospital made proper adjustments prior to use. On page 2 the following warning is provided: " "each individual should always consult with their physician or therapist to determine proper adjustment and usage." "A physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation." "Care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid." The consumer's technique using the device is unknown. Adhering to these warning may have prevented the consumer from having the wheel come off and the consumer falling. On page 2 the following warnings are provided: "do not use the rollator as a wheelchair or transport device. Rollators are not intended to be propelled while seated." "The brakes must be in the locked position before using the seat." "All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." "When using the rollator in a stationary position, the hand brakes must be locked." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." The height and weight of the consumer is unknown. It is unknown if the consumer had additional loading. It is unknown if the consumer is too short or too tall for the device. On page 2 the following warnings and specifications are provided: "always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." "The rollator basket has a weight limitation of 11 lbs (5 kg). The pouch has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the pouch should not protrude from the basket or pouch." "Do not hang anything from the frame of the rollator. Items should be placed in the basket or the pouch." "The backrest should always be in place and is not designed to support the total body weight of the user." "Patient height specifications - note: for models not listed, please check labeling on product." There is a specific height chart for the device on page 2. It is unknown what experience the consumer has with the device. The maintenance history of the device is unknown. "If push handles are exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure hand grips do not twist on rollator handle - otherwise damage or injury may occur." "After installation and before use, ensure that all attaching hardware is tightened securely." It is unknown if the consumer follows the care and maintenance instructions stated below: verify operation of the brakes and have them adjusted if necessary. Contact your invacare dealer for brake adjustment. If hand grip is loose, do not use. Contact your invacare dealer. Inspect wheels periodically for wear or damage. Replace any broken, damaged or worn items immediately. For the best service from your rollator, always use replacement parts from invacare. Periodically inspect the casters and caster stems for assembly tightness and verify that the wheels are free of hair, lint and other debris that could interfere with free wheel operation.

Event description:
The consumer had knee surgery and was provided a rolling walker by the hospital for recovery. The consumer was using the unit when the wheel allegedly fell off, causing her to fall and re-injure her knee. The consumer allegedly had to undergo another surgery to repair the alleged injury. The model number is not known at this time. It has not been confirmed that this is an invacare product.